Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient went to their healthcare professional (hcp) last week and the hcp increased the amplitude to over 3 and last night the patient was getting all kinds of stimulation in the back, buttocks and spine and tried using their patient programmer (pp) and doesn¿t recognize the icon. The patient reported that she was not feeling uncomfortable stimulation on the morning of this report, but was only last night when she laid down for bed. It was confirmed that the ins/therapy was on. It was noted that the uncomfortable stimulation was related to positional movements. Additional information was received from the patient and she reported that she had a bad fall which required stitches and was also getting back pain. The patient reported turning down the stimulation until it was comfortable while lying down. The issue was not completely resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.